Event description:
The pt reported, he had ineffective stimulation to his back, overstimulation in his legs and positional stimulation when he sits back in a chair. Reprogramming was able to provide stimulation on the right side of his back, but not on the left. Diagnostic testing revealed invalid impedance on multiple lead contacts. It was reported, the pt was pleased with the results of reprogramming despite the inability to provide coverage to his left side. The pt allegedly does not want surgical intervention at this time as his health is very poor.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.